Manufacturer narrative:
As reported, after deploying a 5f mynxgrip vascular closure device (vcd) no straw-like apparatus was discovered, and when the whole device was removed, there were no evidence of sealant either. Therefore, the physician had to hold pressure to achieve hemostasis. There was no reported patient injury. The procedure was a diagnostic cerebral digital subtraction angiography performed using a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath introducer was used. The femoral artery suitability was verified on angiography, including appropriate insertion angle. The vessel type was arterial, specifically the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved with manual compression for 30 minutes. There was no significant resistance when shuttling down, no unusual force applied when retracting the sheath, and the advancer tube was not visible. The device was not returned for evaluation as previously expected. A product history record (phr) review of lot f2522703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant failure to deploy¿ could not be verified as the device was not returned for analysis, nor were procedural images provided. Therefore, the exact cause cannot be conclusively determined. Without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, after deploying a 5f mynxgrip vascular closure device (vcd) no straw-like apparatus was discovered, and when the whole device was removed, there were no evidence of sealant either. Therefore, the physician had to hold pressure to achieve hemostasis. There was no reported patient injury. The procedure was a diagnostic cerebral digital subtraction angiography performed using a retrograde approach. The deployer was mynx certified. A 5f non-cordis sheath introducer was used. The femoral artery suitability was verified on angiography, including appropriate insertion angle. The vessel type was arterial, specifically the femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity and no presence of peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved with manual compression for 30 minutes. There was no significant resistance when shuttling down, no unusual force applied when retracting the sheath, and the advancer tube was not visible. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after deploying a 5f mynxgrip vascular closure device (vcd) no straw-like apparatus was discovered, and when the whole device was removed, there were no evidence of sealant either. Therefore, the physician had to hold pressure to achieve hemostasis. There was no reported patient injury. The device is being returned for evaluation.